Event description:
It was reported that poor catheter temperature control occurred. During mapping with an intellamap orion and a intellanav mifi oi, a increase in temperature the catheter was observed reaching 55 degrees while not ablating. It was not possible to apply radiofrequency due to this reading. The procedure was completed using different device. No patient complications occurred. However; returned device analysis revealed foreign material. Visual inspection found a clear, cube-shaped piece of foreign material found attached to the inner wall of the irrigation tubing inside the luer fitting. Dried body fluid found on the handle, main body tubing and on the distal end. Dried saline found on the distal end and inside the irrigation ports. The luer fitting and section of tubing with the obstruction was sent to ahal for analysis. The particle is consistent with a sodium chloride crystal. Electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (22.5c), the maestro displayed 23c. After soaking 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was attempted using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. Occlusion warnings occurred before an ablation could be performed. Ablation was performed on the bench without irrigation connected. The device was found within specifications.